Manufacturer narrative:
Concomitant product(s): ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the competitor right ventricular (rv) lead revision procedure that once the existing right atrial (ra) lead was connected back up to the can it showed impedances lower then pre-procedure and noise was observed on the atrial egm (electrogram). It was noted that apparently during the rv lead laser extraction the ra lead sustained an insulation breach. The physician then decided to extract and replace the ra lead as well. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to metal ion oxidation while in vivo. If information is provided in the future, a supplemental report will be issued.